Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 404 (mg/dl) due to a disease unrelated to their diabetes. It was also reported that the customer's site reminder alerted earlier than expected by alarming after 24 hours when set for 72 hours. A pump correction bolus was delivered to address bg level. It was confirmed that the reminder was set for 72 hours. The customer declined high bg troubleshooting and declined a pump history review of their site reminder with tandem technical support.